Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test, self test, a21 error test and passed off no power test. No low battery alarm during testing. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for low battery complaint. No moisture damage found on the electronics, motor, and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked battery tube threads, scratched case, stained keypad overlay, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. Unit passed all required test. Charge/battery anomaly or low battery alarm anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.